Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The caller admittedly did not perform cartridge air removal step and reported that they sometimes fill cartridge with cold insulin. The customer reported an elevated blood glucose (bg) level of 520 mg/dl. The customer delivered a bolus to address high bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.